Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 111mg/dl at the time of incident. Customer also had sensor issues and troubleshooting advised customer on sensor usage. Customer declined to troubleshoot for the failed battery. Customer was advised to monitor the pump and blood glucose and call back if any further issues.